Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found no image on the device. The customer reported issue was confirmed. In addition, the a- rubber adhesive was found chipped. Air leak on video connector was observed. Furthermore, scratches on a-rubber and video cable were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported with an issue of not reflected (no image) on the device. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. Correction: d5 - should have been healthcare professional in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by a malfunction of the image sensor unit or a malfunction of the board inside the video connector. Olympus will continue to monitor field performance for this device.